Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately calcified, de novo lesion in the tortuous mid left anterior descending coronary artery (mlad). After lesion pre-dilatation, the 2.75x48mm xience xpedition drug eluting stent (des) was advanced to the lesion and implanted. While removing the device under imaging, a dissection at the distal end was noted. An unspecified 2.75x8mm des was implanted to cover the dissection and successfully compete the procedure with timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.